Event description:
The customer reported that on (B)(6) 2024, 16 fr red tieman latex probe was installed to a patient and on (B)(6) 2024, cracked balloon was observed. Per customer, a new 16 fr red tieman latex catheter has been re-installed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.